Event description:
The customer stated that the two axsym anti-hcv reagent caps open only half way causing the probe to crash. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.